Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with unspecified mentor breast prostheses in (B)(6) 2003 palpated a lump in her left breast in 2015. The patient had an MRI that showed a left breast cyst. In 2016, the patient developed left shoulder, upper back and rib cage pain, hair loss, fatigue, joint pain of hands and hips, anxiety and hormone imbalance. The patient reported difficulty eating, cleaning and exercising. The patient's lab work shows low iodine levels, low cholesterol levels, and anemia due to iron deficiency. The root cause of the patient's symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement on (B)(6) 2018. This medwatch report is for the left breast prosthesis.